Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and glare from street lights and headlights. The patient was unable to drive at night. The surgeon was unsure of cause and symptoms and said lens was positioned properly. The patient was trying drops for dry eye and new glasses for improved vision.

Event description:
Additional information received that after the lens implant the patient experienced halos at night and have mild light sensitivity. The patient still cannot see properly and her vision was foggy and cloudy. She also experienced glare. The patient was using glasses for distances. The lens was well centered and had minimal posterior capsular opacification. The patient had keratoconjunctivitis. The lens exchanged with company monofocal lens. The symptoms has been resolved and the patient was doing good.

Manufacturer narrative:
Correction information has been provided in d.4. Additional information provided in a.2. , b.5. , b.6. , b.7. , h.3. , h.6. And h.11. Hcp (healthcare professional ) notes indicated that the patient was unable to tolerate the vision quality with the company iol. The replacement was a standard iol for distance. Patient was very happy at this point and already sees a big improvement. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified monofocal lens. The patient indicated their vision is now 20/20. The hcp office stated the hospital is not allowed to send explanted lens back since it has been implanted in the body. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the lens was explanted following the initial procedure.